Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 434 mg/dl at the time of the incident. The customer¿s other relevant blood glucose level was 242 mg/dl. The customer was treated with insulin pump for high blood glucose values. The customer stated that the sensor had certain issues leading to high blood glucose values. The insulin pump alarmed cannot find sensor signal. Troubleshooting was not performed for high blood glucose values. The device is not expected to be returned for analysis.